Manufacturer narrative:
Continuation of d10: product ID 978a128 lot# va29d98 product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978a128, serial/lot #: (B)(6), ubd: 02-jun-2022, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor, urinary dysfunction/sacral nerve stim. It was reported that the reason for the call was that the caller indicated that the device had not worked since (B)(6) of this year. The caller also had botox in (B)(6). The caller reported that they had lost 75 pounds in a year and a half and have a knot right above the tailbone that they thought was a boil or whitehead, but they couldn't see anything back there. The caller was concerned that this was a lead starting to poke through. Helped caller connect to implant and increase settings. Caller was able to feel a sensation in the bike seat area. It felt like a poking sensation. Advised caller to turn it down to comfortable level. Patient will maintain stimulation level and will continue to track symptoms. The caller cannot get in to see their doctor's physician assistant until (B)(6).